Event description:
The customer confirmed the reported event (loss of image) occurred during a colonoscopy procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and the device evaluation. The information included in b5 was inadvertently left out of the initial medwatch report. Please see updates to b5, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the auto iris did not work. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally noted that her olympus evis exera iii video system center¿s auto iris function was not working properly. Following the replacement of the device¿s lightbulb, the unit was now not showing an image at all. According to the initial reporter, this happened during procedure preparation. Reportedly, the procedure was able to be completed with suboptimal lighting and without any patient harm. The customer went on to note that this event has been occurred intermittently in the past. This is complaint 2 of 2. Please see report with patient identifier (B)(6) for capturing the initially reported event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call she noted that the auto iris function was not working, but confirmed no errors were present. Tac recommended reseating the cabling on both the light source and the imager. At that time, the customer noted that the subject device needed a new light bulb. She claimed that she would install the new light bulb, then call back to follow up on additional troubleshooting if needed. During a return call, the customer then reported that the unit was now not displaying an image with either 180 scopes or 190 scopes. She went on to confirm that her second processor on the cart was successfully working using the same cabling. Following that, tac recommended returning the subject device for evaluation and possible repairs. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image while testing the returned subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.